Event description:
Affiliate reported that the pt's ventricles became enlarged. As a result, the device was revised. During the revision, it was noted that the silicone housing was broken.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.